Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the camera console, spontaneously, reboots, losing surgical image or signal cannot be recognized. There was a surgical delay of 5 minutes. The case was completed successfully with another device.